Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working. It was indicated that all internal parts of the epg were contaminated/corroded, including the main printed circuit board (pcb). It was also indicated that the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would begin working and then go into lock-out mode. Coming out of lock-out mode, the battery logo would disappear, and the lower screen modes go light and no dials work on the unit. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.